Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the needle and holder separated. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "while inserting tubes the needle automatically moved from the site."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the needle and holder separated. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "while inserting tubes the needle automatically moved from the site."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but video was provided by the customer for investigation. The video was reviewed and the indicated failure mode with the incident lot was observed; however, we were unable to see if there was damage on the thread. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. H3 other text : see h.10.